Event description:
Pt was in the cath lab for an angiogram and subsequent insertion of coronary stents. The physician was unable to cross the lesion with the stent delivery device and upon removal of the delivery device, it was discovered that the stent had come off of the device and was left, undeployed, in the proximal circumflex artery. The stent was visualized under fluoroscopy. A coronary balloon was then inserted past the stent, inflated, and pulled back through the left main and to the guide catheter along with the undeployed stent. Upon examination of the balloon and guide catheter, the stent was not found outside of the body. The guide catheter was completely cut open and examined. Under fluoroscopy, the stent was not seen anywhere in the pt. Pt's condition was unchanged, and the intervention of the circumflex artery was completed. Pt was transported to the recovery unit.